Event description:
While wearing the speech processor, the pt reportedly experienced poor sound quality. In 2005, the pt was seen by a company representative for device evaluation. Programming adjustment were made. The pt continued to be monitored by the center. In 2005, the pt was seen at the implant center for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's device is to be scheduled.